Event description:
Boston scientific crm received information that this dextrus right ventricular (rv) lead exhibited a conductor fracture. In a revision procedure, the lead was explanted and successfully replaced by a new lead. No adverse patient effects were reported.

Event description:
A customer contacted baxter's technical service center and reported receiving a system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 2. The technical service representative (tsr) assisted the home patient (hp). The hp stated that supply bag fell to the floor and got disconnected. The tsr advised hp that they will need to start over with new supplies. Product surveillance contacted the nurse on 9/14/2010. The nurse was not aware of this event, however, the patient has been seen since this and has resumed therapy. The patient did not report any issues. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample was discarded, therefore baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be conducted.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to unavailable sample, therefore, a root cause could not be determined. A batch review was not performed due to unknown lot number. The results of a label review revealed found that labeling was adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).